Event description:
Assembled prefilled syringe of medroxyprogesterone to 25g1in magellan safety needle. Appropriate shaking to mix suspension. Was able to push out excess air with a few drops noted to needle opening. Inserted needle into the muscle and plunger would not depress. Attempted several times to depress and was unable. Did not lose any of the medication. Withdrew and changed needles thinking it was a single needle issue. Utilized the same magellan needle as it is the primary one we use and deltoid site is utilized for this pt. Medication does not come with a 1in needle. Second needle did the same thing. Switched to a medline 20g 1in needle and had success with administration.